Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented for open heart surgery. During the procedure, the right ventricular lead was observed to be sticking out through the heart. The protruding portion of the lead was cut and the hole in the heart was sutured closed. The patient was in stable condition following the procedure.

Event description:
Additional information noted the patient underwent lead explant and replacement surgery on (B)(6) 2018. The patient was stable before, during, and after the procedure.